Manufacturer narrative:
(B)(4). The ventilator was received for evaluation and repair. Visual inspection found no anomalies. Performance testing observed a single "prox line fault", which was cleared by the alarm reset button and did not recur. The back panel was removed for internal inspection and found that the prox line luer-lock and the oxygen (o2) sensor electrical cable were loose. Both were reconnected and the ventilator restarted with errors observed. The unit ran overnight on a test lung, and no additional system errors were generated. No replacements were needed.

Event description:
It was reported that during patient use, a ventilator generated a constant "prox line" alarm. When the alarm could not be silenced, the patient was removed from the ventilator without harm . The patient can breathe spontaneously and only uses the ventilator during the night.